Manufacturer narrative:
Additional information: added: the patient received an infusion of packed red cells through a central line. Investigation completed: based on the instrument log review, the root cause for higher than expected thb results for the patient's sample is unknown as there is no indication of a co-oximetry issue, measurement cartridge issue, instrument malfunction, or any contamination. Further review illustrates aqc results prior and post sample analyses are within acceptance limits. The rp 500 sn (B)(4) is performing as intended.

Manufacturer narrative:
The customer stated that repeat testing was performed to confirm correct results which met the clinical picture. Quality control and calibration data was checked, the instrument is operating as intended. Data logs were provided for investigation. The cause of this event is unknown.

Event description:
The customer reported discrepant total hemoglobin results from an rp 500 analyzer. There is no report of injury due to this event.